Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that caller (MRI tech) reported patient's ins is currently dead and is planning to have it explanted. No other information is known. Caller did indicate managing hcp on ID card - and will contact hcp for MRI eligibility form to be completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.